Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after inserting the syringe needle through cartridge septum, customer thought that a piece of the septum was inside the needle. Customer changed the needle and continued with loading sequence. There was no reported impact to customer's blood glucose.